Event description:
Device testing noted atrial impedance >9999 ohms. Pt taken back to or for revision. When programmer head placed over device to measure impedance, pt went aystolic. Pacing resumed when programmer head removed. No pt complications